Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test on her onetouch ultra meter due to it displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began "a few months ago" exact date/time is unknown. On (B)(6) 2012, at approximately 11pm attempted to check her blood glucose but was unable to obtain a result due to the alleged unknown error. She informed the cca that she manages her diabetes with a combination of novolog and lantus insulin and glucophage and amaryl pills and is not known if she made any changes to her usual diabetes management routine in response to the alleged issue. She attempted to use her back up meter (ultramini) and it also displayed an unknown error (reported under separate cover). Approximately three and a half hours after the alleged issue occurred, she developed symptoms of "sweating" and self-treated with an unknown type of food/drink at approximately 2:30am on (B)(6) 2012 (immediately after the onset of her symptoms). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The alleged issue was resolved with troubleshooting and the error message remained unidentified. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.